Manufacturer narrative:
(B)(4).   Pump received with an unresponsive up arrow and back arrow button. Unable to perform the displacement test, self test due to an unresponsive keypad. Test p-cap locks properly into the reservoir compartment. Pump passed the keypad voltage test, however, unresponsive up and back button was observed. The j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the force sensor, pcb1 and pcb2. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube) and battery tube threads - cracked. Cosmetic damage confirmed at cracked case (battery tube). Moisture damage confirmed on pcb1, pcb2 and the force sensor. Unresponsive keypad observed on the up and back arrow buttons due to moisture damage on the j1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. Customer stated they went in the hot tub with insulin pump on them. Troubleshooting as performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.